Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was evaluated by the manufacturer's product investigation laboratory (pil) and was able to confirm presence of foam degradation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged cancer and shortness of breath. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. Evidence of sound abatement foam degradation/breakdown was observed in this device. The sound abatement degraded foam indications observed were black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. The sound abatement foam at the bottom of the enclosure visibly showed that it was degraded, was moist and had large pieces of sound abatement foam missing from the formation. Large pieces of sound abatement foam were stuck in the airpath. Pieces of sound abatement foam stuck to and inside the blower motor. The presence of degraded sound abatement foam was confirmed. The secondary findings of this investigation were unable to communicate with device due to potential corrosion on j5 connector, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Intermittent power loss due to a faulty j8 dc jack on pca, missing air inlet filter, tapelike substance on outside of device, missing 2 non-slip pads from bottom enclosure. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was able to confirm black particles in the air path but unable to address symptoms specified. In this report, box d, h has been updated/corrected.